Manufacturer narrative:
Updated d8, h3, and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was not reproduced. The likely cause could be a difference in recognition on device handling or reprocessing steps between the olympus recommendation and the user. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): the IFU states, "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them," warning against improper reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during reprocessing, the customer was not using the colonovideoscope suction cleaning adapter during manual cleaning. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.